Event description:
It was reported the patient was not getting effectiveness from their secondary lead since implant. The patient was not getting 50 percent pain relief. The patient was getting the most effectiveness from their primary lead. The permanent lead was not placed in the same location as the trial. The patient trial was successful, but the permanent implant had not been the same. The patient was trying to get the implantable neurostimulator (ins) programmed for thoracic discogenic pain. The issued had been occurring since implant and the patient¿s healthcare professional (hcp) had taken lots of x-rays and compared them to the post operation x-ray. The hcp saw that the patient¿s lead had migrated on the x-ray. The patient last met with their hcp on (B)(6) 2014 and there was no mention of surgery to revise the lead and they had just discussed reprogramming. The patient was reprogrammed and they were ¿test¿ driving the settings. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient was still having issues after being reprogrammed. The patient met with a manufacturing representative on (B)(6) 2015 who reprogrammed the patient, but he was still having issues with the therapy. The therapy was not optimum and the leads might have migrated. Reprogramming was not reproducing the relief that the patient had during the trial. It was noted that the patient had an appointment with the health care professional scheduled on (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).